Manufacturer narrative:
Other=secondary intervention - evaluation results: inherent risk of procedure(embolism-device). Pt's condition affected effectiveness of device(severely calcified lesion).

Event description:
A 2.5 mm diameter x 18mm length endeavor drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a mid rca lesion. Vessel morphology of the rca was reported as severely calcified. The physician attempted to direct stent; however, was unable to cross the lesion. The lesion was pre-dilated. The endeavor delivery system was inserted a second time; however, was unable to cross the lesion. Upon removal of the delivery system, the physician stated that he felt resistance at the ostium. The entire system, guide catheter and stent delivery system were removed as one unit. Upon removal, it was noted that the stent was not on the delivery system. The stent was located in the ostium on the guide wire. A sprinter balloon catheter was inserted in an attempt to retrieve the un-deployed stent, this was unsuccessful. The sprinter balloon was inflated; which crushed the un-deployed stent into the vessel wall of the proximal rca. A second sprinter was also inflated at the site to further crush the un-deployed stent into the vessel wall. An endeavor drug-eluting stent was implanted over the crushed stent. A third endeavor drug-eluting stent was used to successfully treat the target lesion. A fourth endeavor drug-eluting stent was also successfully implanted in the lad. No additional clinical sequelae were reported, and the pt is fine.